Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2mg/ml dilaudid at 0.9463mg/day via an implantable infusion pump for non-malignant pain. The hcp reported that they were increasing the patient's concentration and dose when they incorrectly entered the old drug desired dose. They put it in as 0.096mg instead of 0.9463mg. The hcp reported that the bridge was programmed to run for 200 hours and 29 minutes. The hcp reported they were now back with the patient and wanted to cancel the bridge bolus and correct the dose. No symptoms were reported. No further complications were anticipated/reported